Event description:
During set up for this patient's case a piece of lint/unknown substance was seen on the inside drape when the pack was opened. It was removed from the field and scrub and circulator discarded everything that was open on table and a new pack was received. The pack in question was a deroyal major ortho pack, ref: (B)(4), lot: 53966431. Lint contaminant and packing list not saved; no pictures taken.